Manufacturer narrative:
(B)(4) device not available for evaluation as it remains implanted.

Event description:
It was reported that a patient underwent knee arthroplasty. Subsequently, the patient is being considered for a revision for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was experiencing some pain and discomfort and was subsequently revised.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.